Event description:
Boston scientific received information that this device was exhibiting high out-of-range (oor) impedances on the left ventricular (lv) lead. Boston scientific technical services (ts) was consulted and suggested trying the right atrial (ra) lead in the device, which also gave an oor impedance. It was believed there might be some connection issue, so the device was explanted and successfully replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--

Manufacturer narrative:
Detailed analysis is being performed on this device. Upon completion of analysis, this report will be updated.